Event description:
Tech alleged when the brakes were set on one end of the stretcher, the other end of did not set or hold.

Manufacturer narrative:
Tech found the transfer link was broken. He replaced the transfer link and the brakes functioned properly. He found the stretcher out of service and there were no alleged injuries.